Event description:
It was reported that the touchscreen became shattered due to the customer dropping the pump (user induced damage). The pump was confirmed to be functional. The customer's blood glucose level was 97 mg/dl. This event is being reported based on the evaluation of the returned device. During evaluation, corrosion was observed inside the device and on the printed circuit board assembly (pcba). The cause of this issue is due to fluid ingress; entry point through the damaged display.